Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir window corners, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was unknown. The customer reported that the crack was on the upper right hand corner of the screen and the lip around the reservoir compartment that was broken. The reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.